Event description:
It was reported that the trained physician successfully achieved arteriotomy closure using the starclose device after an interventional procedure for claudication. One month post procedure, the patient continued to complain of right leg pain (claudication). Upon examination, the physician found an occlusion and stenosis at the right common femoral artery. At that time, a stent was placed to open the artery. There is no additional information available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.